Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1512703) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: proper device prep per the instructions for use (IFU). 30 seconds tamp, and hold, 90 seconds swell time and 2 minutes post hold on the groin. Then the physician carefully transferred the hold to the technician. Subsequently when the technician adjusted his hold on the groin, there was pulsatile arterial blood flow from the artery. 17 minutes of manual compression was applied to achieve hemostasis. Inferior hematoma of 6 cm or less in size was also detected and pressed out of the area for 17 minutes. No antibiotics were given. The patient's hospitalization was not mynx related. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the mynx deployment did not result in hemostasis.